Event description:
It was reported that alarm 01 occurred and customer was unable to continue using original cartridge, with no cracks observed and cartridge not available for return. There was no adverse impact to the customer¿s blood glucose level. Customer loaded second new cartridge and successfully resumed insulin delivery after receiving instructions from technical support, and no additional issues were reported.